Manufacturer narrative:
The monitor/electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received eight appropriate treatments. The device was started up at 17:05:12 on (B)(6) 2025. At 18:28:04, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm degrading to vf. At 18:28:54, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was severe bradycardia/sinus bradycardia from 10-30 bpm with pvc¿s. At 18:29:28, the patient received the second appropriate treatment. The rhythm at the time of the treatment was vf. Post shock rhythm was sinus bradycardia @50 bpm with nsvt. At 18:32:50, the patient received the third appropriate treatment. The rhythm at the time of the treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm with pac¿s and pvc¿s at 18:35:17, the patient received the fourth appropriate treatment. The rhythm at the time of the treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm. At 18:36:59, the patient received the fifth appropriate treatment. The rhythm at the time of the treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm with pac¿s. At 18:38:20, the patient received the sixth appropriate treatment. The rhythm at the time of the treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pac¿s. At 18:40:54, the patient received the seventh appropriate treatment. The rhythm at the time of the treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm. At 18:42:57, the patient received the eighth appropriate treatment. The rhythm at the time of the treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with nsvt. The rhythm then degraded to vf with motion artifact and electrode lead fall off. The device was shut down at 19:21:40 on (B)(6) 2025.